Manufacturer narrative:
Device evaluation at olympus revealed there was gap of adhesive on the distal end / stain entered inside the lens through the gap. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value. Also, the adhesive on bending section cover was detached, the scope connector cover was deformed, paint on air/water-cylinder was peeled, scope connector cover plate was unclear, connecting tube had a dent, the following components were found to have scratches: switch number 1, switch number 3, switch number 4, switch box, objective lens, connecting tube, distal end and acoustic lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An inspection of the returned evis lucera ultrasound gastrovideoscope revealed insufficient adhesive in the screw holes of the distal end. There was no complaint from the lending customer and there were no reports of patient harm/involvement or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.